Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose basal delivery shows that the pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program. A review of the black box indicated that the pump was used after the complaint date. There were no alarms related to the complaint observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no defects found on investigation.

Event description:
On (B)(6) 2011, the patient contacted animas inquiring if she could take her pump off and go on injections to get her blood glucose under control. At the time of the call, the patient reported that she had obtained blood glucose (bg) readings in the 500 mg/dl range and mentioned they were now in the 300 mg/dl range. The patient informed animas customer support that she just wanted to "feel better" and reported chest pain. Animas customer support offered to contact emergency services; however, the patient refused. The patient's boyfriend reportedly got on the phone and he informed customer support that he would take the patient to the ER. The patient and reporter were advised to call animas back once the patient was stabilized to troubleshoot the pump and determine reason for blood glucose excursion. The patient and/or reporter did not call animas back. Customer support made several attempts to reach the patient to troubleshoot the pump and obtain additional information; however, were unsuccessful in their attempts. Although it is not know if there was a malfunction with the pump and it is not known reason patient was experiencing chest pain, this complaint is being reported because the patient obtained blood glucose readings greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.